Event description:
The information provided to sjm indicated an angio-seal sts plus was selected for use following a carotid artery stenting (cas) procedure. Hemostasis was achieved with the device. Several days later, an occlusion was found in the lower extremity and the patient was transferred to another hospital for surgical intervention.